Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection the device's display showed multiple colors and horizontal lines. Clinical data was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged color lcd display cable. Analysis of reports of this type has not identified an increase in trend.